Manufacturer narrative:
This event has been recorded by zimmer biomet (B)(4). The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher six times. The last repair was january 8, 2018 where it was reported that the device produced an incomplete mesh and the roller and gear were replaced. The device history record (DHR), for serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR a review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated the 1.5:1 cutter. The device history record (DHR) and previous repair report review, for serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated the 2:1 cutter six times. The cutter was returned with skin graft mesher on january 8, 2018. Initial qa inspection of the skin graft mesher by zimmer biomet surgical revealed that the device¿s calibration was within specification and produced a compete cut with the test cutter. The gear was damaged. Both cutters both produced incomplete cuts and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the gear. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the device failed to produce passing meshes with the customer¿s cutters. The root cause of the incomplete meshes were due to the damaged cutters. A damaged cutter can result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher gave an incomplete mesh on very thin skin during the meshing on a previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.